Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that a review of the provided journal article provided, reported a patient presented with a dvt after a tka and it is unknown how this adverse event was treated. However, without the requested patient specific clinical information to assist with a clinical investigation a thorough medical investigation cannot be rendered. In addition, the patient's current condition nor the impact to the patient be cannot be determined. No further medical assessment can be rendered at this time. Should any additional medical information be provided this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Dvt is a complication that can be associated with any surgery. Some potential probable causes that could contribute to this event is patient age, health or inactivity. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
In a scientific publication, liu et al. 2015, "comparison of outcomes after bilateral simultaneous total knee arthroplasty using posterior-substituting versus cruciate-retaining prostheses" it was reported that the patient presented dvt and it is unknown how this adverse event was treated. The patient was implanted with a cr genesis ii system but there is no information regarding to the part numbers or sizes involved in the surgery.